Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving intrathecal fentanyl at unknown con centration/dose via an implantable pump for non-malignant pain. The patient reported that their pump was implanted on (B)(6) and every once in a while, they could hear the pump to what sounds and feels like a little motor running in their back; they could feel it spinning around in there and stated that 'it kind of vibrates a little bit right there where the pump implant is'. Patient said this had happened about 3 times since wednesday, but then stated, 'every once in awhile, you'll hear it and you can feel it in your back.' And they thought 'something got moved around and went wrong with it' and they had an appointment on monday at the implanting facility, with a hcp for a surgery 'go in where I got the epidural at' so the hcp 'can see what happened in there.' Patient mentioned the implant started working really good after implant, and they had a nurse come out for about 6 weeks, and their pain level was going down, but then something happened in their back and stated the pump was not delivering the medication in their back and down their legs, where they had a lot of problems. Patient mentioned they had been on pain pills for 26 years and were trying to get off of them. Patient stated the pump was not delivering the medication the right way, and it seemed like it was all going up instead of down and was coming up through their head. Patient was told to go to the emergency room (ER) and 'they took my blood pressure and everything,' but were told they could not do an ultrasound or x-ray but could prescribe them more pain pills. Patient stated if you go to the urgent care, they will not give pain medicine, which patient stated was not the point of their visits. Patient mentioned they had been on pain pills for 26 years and were trying to get off of them. They had a CT scan done already. Patient does not know if this was normal or not, and said they think it was coming up through their head. Patient stated, 'if you ever smoked a joint or seen someone who has - your eyes get red - that's what it felt like, and they (hcps) don't really know either.' Patient stated they did not think anything's wrong with the pump, just stated 'I think something's just loose or something'.